Event description:
It was reported that foley catheter bulb would not deflate once inflated with sterile water. Multiple catheters from this box were like this.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter bulb would not deflate once inflated with sterile water. Multiple catheters from this box were like this. Per additional information received via email on 25apr2025, there was no impact on patient. Nurse did not insert the foley catheter. Before inserting the foley catheter the nurse inflated the balloon and then tried to deflate the balloon. It was discovered that the bulb wound not deflate.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted two opened (without original packaging) and five unopened with original packaging, bardex foley catheters. Visual inspection of the two open sample noted that all of the samples were inflated with 35 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and no difficulty observed. With the syringe attached the balloon deflated with no difficulties in under 1 minute. Visual inspection of the five unopened sample noted that all of the samples were inflated with 35 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and no difficulty observed. With the syringe attached the balloon deflated with no difficulties in under 1 minute. No root cause could be found because the reported event was unconfirmed. DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. Correction- d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.